Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2017. Evaluation of returned device; visual inspection did not reveal any anomaly. Electrolyte is present in the probe tubing. The probe was tested in air and was found functional, within specification ( ¿plausibility test¿ ). The probe was tested in water during 24h and showed stable oxygen values. The probe was then immersed in water, and after stabilization of oxygen pressure measure, transferred in a solution with 0% of oxygen: oxygen values dropped to zero. DHR review; did not reveal any anomaly. One similar issue of licox probe that stopped working. No trend is observed. The complaint is not verified on the received probe which was found functional, within specifications. The probe location had been verified and cable connections were also checked and found correct at the hospital. The exact root cause of the reported change of oxygen value could not be determined by the investigation.

Event description:
On (B)(6) 2017, the value changed from 25 to 8 mm hg. Several attempts to move the value was made without success. There was no adverse event reported. However, the probe was changed and the value came back to what the value read the first day. Additional information has been requested.

Manufacturer narrative:
Additional information received on 08 sep 2017. The probe was not showing damaged when taken off. The probe localization was checked by CT scan initially and was checked also when the value decreased. The connection between the probe and monitor was checked. Monitor was changed but still the same issue. No other device that could have created electrical interference have been placed near the probe or monitor.